Event description:
It was reported that balloon rupture occurred. The patient presented with arteriosclerosis obliterans and underwent endovascular therapy. The 90% stenosed target lesion was located in the severely calcified and severely tortuous external iliac artery. An 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 12 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition post procedure.